Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. Technical services (ts) was consulted and provided reprograming options. There were ventricular events found with noise oversensing and pacing inhibition. Ts disregarded a spring contact issue and stated this was likely a true lead integrity anomaly. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. Technical services (ts) was consulted and provided reprograming options. There were ventricular events found with noise oversensing and pacing inhibition. Ts disregarded a spring contact issue and stated this was likely a true lead integrity anomaly. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated record with initial reporter information. If pertinent information is provided in the future, a supplemental report will be submitted.